Event description:
It was reported that during a right assisted colon resection, initial procedure which was on (B)(6) 2010, was completed with no issues with the device or the patient. Less than one week later, the patient was not feeling well and contacted the surgeon. The patient was taken back into the or some time the week of (B)(6) 2010, it was found that there was a break down in the middle of the anastomotic staple line. Another device was used to repair the staple line and the case was completed with no patient consequence. The device from the initial procedure was discarded. No additional information is available.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.